Manufacturer narrative:
There was no sample returned for investigation, therefore, the reported failure about spur ii has connection issue with airproduct oxygen cylinder could not be verified. Spur ii oxygen tube connector is designed to be a female connector that is compatible with a connector which is in compliance with en13544-2. The connector is made by injection which has been verified per process validation. After injection, qc performs sample dimension measurement on inner diameter. If it is out of specification, it should be easily detected. After reviewing production records, no abnormality was found. The IFU states that the spur ii connectors follow en 13544-2 standard and also "when applying external devices to the resuscitator, make sure to test for functionality and consult the instructions for use accompanying the external device". Spur ii oxygen tube connector and airproduct oxygen cylinder connector follow different standards, therefore they are incompatible. We will keep monitoring the market for similar incidents.

Event description:
A connection issue was observed between the o2 connector and the tubing during use. The device involved was an airproduct oxygen cylinder, with a flow rate of 15 l/min. The spur ii tubing no longer connects properly, which is a new issue. Previously, the spur ii stayed in place without any problem. It was tested on 7 different cylinders, but the connection remained unstable. During the last use, a third person had to hold both the cylinder and the resuscitator to allow proper functioning, although this is not the normal intended use of the device. The patient unfortunately passed away. They had an underlying medical condition, so we cannot directly attribute the outcome to the spur ii issue. However, due to the connection problem, a third person was required to hold both the cylinder and the resuscitator to ensure it functioned correctly. This situation reduced the number of rescuers available to assist with other critical actions during the intervention.